Event description:
Boston scientific received information that atrial tachy response (atr) events were observed on this implantable cardioverter defibrillator (ICD) due to noise and intermittent undersensing of atrial beats. Boston scientific technical services (ts) noted a drop in the right atrial (ra) pacing lead impedance measurements and varying ra amplitudes. Additional information obtained indicated that the atrial pacing lead impedance measurements varied between 200 and 1,000 ohms. Subsequently, the physician elected to continue monitoring the patient. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.